Manufacturer narrative:
(B)(4).

Event description:
Additional information was recevied that another alert was generated for another high out of range shock impedance measurement. The patient was brought into the office where the rv lead impedance measurements tested within normal limits. Thus the physician will continue to monitor the patient and no changes were made to the system. No adverse patient effects were reported.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. The field representative noted that the physician has opted to monitor the patient at this time. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.